Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that there were no abnormalities that would have caused or contributed to the reported condition. The reload was loaded into a handle for functional testing. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the third firing during a proximal pancreatic duodenectomy, after attaching the reload to the adapter, the jaws could be closed but could not be opened when checking up and down of the jaws. An upward arrow was displayed on the screen of the handle. The manual retraction tool was used, and the reload was released. Another reload was used to complete the case. The product was not used for patient, hence there was no injury.